Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a leak in the vacuum tube of one nozzle and the reagent probe was not adjusted properly. The fse cleaned the rinse unit and replaced the reagent probe. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 174 mmol/l. The repeat result was 136 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.